Manufacturer narrative:
Analysis and results: list of possible batch numbers not received. Without batches the batch manufacturing records cannot be reviewed. As informed in the instructions for use of the product: the following side effects may be associated with the use of this product: tissue injury, transitory local irritation, transient inflammatory foreign body reaction, enhanced bacterial infectivity, wound dehiscence, hypertrophic scar/granuloma formation, pain, seroma, hematoma, track bleeding, increased risk of aneurism and stenosis. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with dafilon suture in a post market clinical follow-up study. Description of event: erythema, pain, warmness around surgical wound. Surgical site infection. Intensity of event: mild, patient is aware of signs and symptoms but they are easily tolerated. Therapeutic measures due to the event: oral antibiotics. Serious adverse event? No. Outcome of the event: resolved, no sequelae. Causal relationship to the investigated product: no. Causal relationship to the surgical procedure: possible. Not enough preparation, surgical site contamination. Expected or unexpected event: unexpected, it is a clean surgery. No further information has been received.